Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the delivery volume accuracy test.

Manufacturer narrative:
The insulin pump passed functional testing including the self-test, sleep current measurement, active current measurement, rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump was programmed with multiple boluses and monitored; all boluses delivered properly and were listed in the daily history screen. The insulin pump was programmed with multiple basal profiles and monitored; all basal profiles delivered their indicated amounts and were verified in the summary screen. No delivery anomaly, bolus anomaly or basal anomaly noted during our testing. The insulin pump had minor scratched display window, scratched case and a pillowing keypad overlay. The formatted history file indicated on (B)(6) 2016 a rewind was performed at 21:17:51 and at 21:20:11 cannula tubing fill delivered 7.38 units. The reservoir volume after fill was 127.925 units. The daily total of all insulin delivered on (B)(6) 2016 was 41.05 units with 86.875 units remaining. The daily total of all insulin delivered on (B)(6) 2016 was 10.975 units with 75.9 units remaining. No delivery anomaly noted in the formatted history file.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed no delivery. The customer's blood glucose level was unknown at the time of the incident. The customer was assisted with trouble shooting and found that the reservoir needed to be changed. A new reservoir was sent to the customer. The customer was reminded to always keep insulin in room temperature to prevent any issues with air bubbles.